Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device was not cutting through the graft deep enough. On (B)(6) 2016, it was clarified that there was no harm/injury to the patient or operator. Also, the device has not been repaired by someone other than zimmer biomet. On (B)(6) 2016, further clarification noted that the event occurred during surgery. There was no impact/damage to the graft harvest, however the surgeon had to hand cut the graft since it did not cut all the way through. The proper surgical technique for the product was utilized. There was an extension to the surgery of 20 minutes while the patient was under anesthesia. There was no medical intervention/additional surgical procedure required. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) four times as documented in the repair reports. The last repair was (B)(6) 2016 where it was reported that the device needed preventative maintenance and/or repair and the cutter and gears were replaced and the ratchet was replaced. This is not a related issue. Initial qa inspection of the meshgraft ii on (B)(6) 2016 revealed minor cosmetic damage to the device including nicks and scratches. There was wear to the cutter blades as well as nicks throughout. The test mesh was performed and passed. The calibration was out of specification by 0.001". Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the roller, cutter, worn side plates, ratchet pin and spring. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician unable to reproduce the reported event. The test mesh was performed and passed. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the roller, cutter, worn side plates, ratchet pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not cutting through the graft. There was no harm and a delay of 20 minutes was reported. No adverse events were reported as a result of this malfunction.